Event description:
It was reported that while in cardiac surgery, the md inserted the super arrow-flex (saf) sheath and while attempting to insert the intra-aortic balloon (iab) the md met with difficulty. As a result, the md removed the iab and sheath as one unit. Additional information received on 03/05/2010 by the sales representative reported that he spoke to the rn who stated that the iab could not be inserted through the saf sheath. The iab was removed and the sheath was removed. The md then used a second arrow iab (product number unknown). This time he used the teflon sheath and again the iab could not be inserted. The iab and sheath were removed. The third arrow iab was inserted using the teflon sheath. The spring wire guide was kept in the patient the whole time. Reference MDR #1219856-2010-00172 for the second event involving the same patient.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.